Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer had normal blood glucose levels of 70 mg/dl. The customer reported that the display of the insulin pump was cracked. The customer reported that the insulin pump was dropped. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.